Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation revealed that the returned implant has normal wear patterns on the articulating surface. There are gouges and irregular surface textures on the a surface. There are scrape marks on the post and burnishing marks on the c surface. The damages observed on the locking tabs and post were most likely caused during the extraction of the implant. At the current time the cause of the event cannot be determined.

Event description:
It was reported that on (B)(6) 2014 a patient underwent a bi-lateral tka procedure (during which time the patella was not resurfaced). On (B)(6) 2016 the surgeon performed a revision left tka due to patient pain. During the revision procedure the surgeon explanted the tibial tray ar-503-tttj, lot 957056 (cc99135 line 174239), femoral implant ar-503-pslj, lot 108761215 (cc99132 line 174240) and bearing implant ar-503-bj15, lot 113601231 (cc99132 line 174241). To complete the procedure the surgeon used another manufacturer's product. Patient was a male, dob (B)(6). Patient medical records dated (B)(6) 2016 noted patient has persistent anterior left knee pain which was aggravated three weeks prior while stepping off a forklift at work. Records noted patient had been doing very well until the recent work injury. Examination of the left knee demonstrated warmth and swelling but no erythema. Palpation of the left knee demonstrated inferior pole patella tenderness and medial joint line tenderness, but no lateral joint line tenderness. Trace effusion of the left knee was noted. Rom examination of the left knee demonstrated patella-femoral crepitus with motion. Patient had a positive patella grind test. Records noted x-ray shoed periarticular osteophytes and joint space narrowing.